Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 is not switching on. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device was not switching on. Remote support from the customer care solution was received and it was determined this was a malfunction of the processor. The customer was provided with a replacement processor and we have requested the return of the processor. Upon receipt at philips the processor will be evaluated, and the complaint will be reopened. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor. The reported problem was confirmed. The customer was provided with a replacement processor and we have requested the return of the processor. Upon receipt at philips the processor will be evaluated, and the complaint will be reopened. Remote support provided.